Event description:
A journal article title; intravascular ultrasound-guided covered stent implantation under dummy wire usage for iatrogenic aortocoronary dissection was submitted for review. A patient presented with worsening exertional angina. Coronary angiography identified severe in-stent restenosis (isr) of the mid left anterior descending artery (lad), isr of the mid left circumflex artery (lcx), and de novo stenosis of the proximal-mid right coronary artery (rca). Following an initial pci to the lad isr lesion, the patient returned two weeks later for a planned pci of the rca lesion. During the second pci procedure, a 6-fr left 3.5 launcher guiding catheter was inserted into the rca ostium via left radial access. Following engagement of the guiding catheter and advancement of a floppy guidewire across the rca lesion, contrast staining was observed within the right coronary sinus of valsalva, raising suspicion for a guiding catheter-induced iatrogenic aortocoronary dissection (iacd) extending retrogradely toward the right coronary cusp. Further evaluation was performed using intravascular ultrasound (ivus) while minimizing additional contrast injections. Ivus demonstrated disruption of the intima-media complex near the rca ostium with an associated large intramural hematoma extending along the proximal rca and ostial region. To prevent additional trauma to the coronary ostium, a second floppy guidewire was positioned in the ascending aorta as a dummy wire to reduce contact between the guiding catheter tip and the dissection entry site. A 3.5 × 20 mm non medtronic stent was implanted to seal the dissection entry site and prevent further propagation of the hematoma toward the ascending aorta. The covered stent was successfully deployed at the rca ostium and subsequently post-dilated. Ivus confirmed appropriate positioning and expansion of the covered stent with successful sealing of the entry site and no evidence of ongoing extravasation. A scoring balloon was then utilized in the mid rca, followed by implantation of a 3.25 × 33 mm non medtronic stent overlapping distally with the covered stent. Final angiography demonstrated satisfactory procedural results. The patient was discharged four days after the procedure on dual antiplatelet therapy consisting of aspirin and prasugrel. Follow-up coronary angiography performed four months later demonstrated no further vessel narrowing within the treated proximal-mid rca segment.

Manufacturer narrative:
Journal article title: intravascular ultrasound-guided covered stent implantation under dummy wire usage for iatrogenic aortocoronary dissection. Reference: doi: 10.1097/mca.0000000000001565 b3: date of publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.